Event description:
On 03/27/2001, the MFR received a medwatch report (uf# 110107-01-0001) that states the following: catheter was placed on 12/2000 at user facility. Event/death occurred on 01/2001 at another facility. Apparently pt found dead in their bed, pt broke the line out of their device.